Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -16.0 into the patient's left eye (os) on (B)(6) 2019. One day post-op the patient had exaggerated inflammation and exudates in the eye. The patient was diagnosed with acute endophthalmitis and immediately was injected with intraocular antibiotics. Vitreous biopsy sample revealed pseudomonas infection. Autoclave indicators passed. Ot and air cultures reported negative. Instruments and consumables reported negative for any microbiological growth. Vitreo-retinal intervention was "not possible due to corneal involvement." Vision is fc 2mt. Infection is currently inactive. It is unclear as to whether the lens remains implanted, requests for additional information have not been successful.